Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while performing right ventricular automatic threshold (rvat) testing during the implant procedure of this pacemaker, the device did not recognize the loss of capture (loc). The test continued to run even though the patient was asystole. There was approximately six seconds of asystole. The test was performed again several times without issue. Boston scientific technical services (ts) recommended programming off the rvat which was done. The device remains in service. No additional adverse patient effects were reported.